Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for follow-up, noise oversensing was observed on right atrial lead. Noise was reproducible with isometric myopotential exercises. Programming changes were made. Patient was stable.